Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed a high glucose reading on the ilet and confirmed a fingerstick of 460 mg/dl, with no noted leakage or bent cannula; the user disconnected from the ilet, administered subcutaneous insulin via pen as backup therapy, remained off the device per guidance, and later reconnected after planning to replace all supplies. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.